Manufacturer narrative:
Date of event: the exact date of the event is unknown, event happened a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 31171175176906.

Event description:
It was reported that the patient had some an infection at the ipg site. Symptoms of drainage, redness, and soreness around the midline incision were noted. The patient was also unable to charge the battery prior to two months ago. The patient has been putting ointment on the site. No further information has been obtained despite good faith efforts.